Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons have split in half [device breakage]. Tampon split in half when I removed it [complication of device removal]. Case narrative: consumer reported via e-mail that tampon split in half. No injury reported.